Manufacturer narrative:
Additional information: d4 expiration date (update to n/a), d9, h3, h4, h6, h11. H11: two (2) actual samples were received for evaluation. A visual inspection was performed using the naked eye which observed the injection ports were damaged and had roughness; however, the remaining components were placed according to specifications. The reported condition was verified. The cause of the condition could not be determined; however, a probable cause may be related to environmental conditions where the product was stored. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 250ml non-dehp fluid path intravia containers had damaged ports resulting in medication to leak out. This occurred while removing the syringe and needle after injecting the medication into the injection port on a bag. The entire circular injection port came out of the intravia bag, leaving an open port. A second intravia bag was used to mix another bag of medication, and the injection port was able to be removed with the fingers only. A third bag was used to mix the medication properly. There was no patient involvement. No additional information is available.